Event description:
It was reported that lift, fowler and knee all moved on their own and that the controls didn't work. The patient reported increased pain and discomfort, though no medical intervention was required.